Event description:
It was reported that the touchscreen was more sensitive to touch than expected. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.